Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated proximal cx and pre-dilated mid rca with a total of two xience v stents. In 2008, another company's stent was implanted just distal to the previously stented area for treatment of 75% focal stenosis. In 2009, the pt experienced angina and was hospitalized one week later. Diagnostic angiography was performed the same day, and revealed focal 80% mid right coronary artery stenosis located between the two stents placed in 2007, and 2008. This was treated with implantation of a vision metallic stent in 2009. The reported resolve and discharge date is the following day. There is no additional info available.

Manufacturer narrative:
Angina and restenosis are both listed in the xience v IFU as potential adverse events associated with coronary stenting. Restenosis, angina and hospitalization are all listed in the risk assessment as potential post procedural complications. In this case, the angina was likely a symptom of the restenosis which resulted in hospitalization and implantation of another stent.